Event description:
A 45mm, 15 ga io needle by ez-io by vidacare was placed in patient's right tibial area. During the insertion, the needle broke off from the plastic hub. Needle was removed with a plyer.